Event description:
Infection associated with use of clave port IV tubing reported. A customer had converted their IV tubing sets from pre-pierced reseal sets to sets with clave ports. Since then they have observed an increase in reports of IV site infections. They had concurrently switched over to using needleless b-d IV catheters. The customer is not sure if the infection rate is due to the sets, IV catheters, technique, or some combination of the three. In one of two documented incidences, a pt was initially admitted to the hospital for hypertension and abdominal pain and was discharged home. At an unspecified later date, she returned to the clinic with complaint of a painful red forearm where the IV site had been. She was started on oral keflex without effect, so she was admitted to the hospital and started on IV antibiotics. A site culture was taken and shown to be staphylococcus aureus. The pt was eventually taken to surgery for excision of the thrombophlebitis, then started on nafcillin post-op. Pt is now fine.